Event description:
The facility reported a fail code 12:303. Info was not provided regarding whether or not the failure occurred during an infusion. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Event description:
The facility reported a fail code 12:303. Info was not provided regarding whether or not the failure occurred during an infusion. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.